Manufacturer narrative:
B3 date of event: the exact event date is unknown. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a bulge with broken fabric threads in the middle cylinder body. Both cylinders passed the leak test performed. The pump was visually and microscopically examined, leak and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament, no leaks were found. The pump did not pass activations tests. Based on the information available and analysis results, the reported fluid leak was not confirmed. However, the identified pump activation issue could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) stopped performing as expected. A revision surgery was performed and all components were removed and replaced. The explanted device exhibited fluid loss. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient stated that he had his inflatable penile prosthesis (ipp) stopped performing as expected. A revision surgery and all components were removed and replaced. The explanted device exhibited fluid loss. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that he had his inflatable penile prosthesis (ipp) implanted about three years ago and the device has failed. At the moment, there is no information about a revision surgery.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient stated that he had his inflatable penile prosthesis (ipp) implanted about three years ago and the device has failed. Ar the moment, there is no information about a revision surgery.